Manufacturer narrative:
(B)(4).

Event description:
The customer discovered on (B)(6) 2017 that they had been running their cobas 6000 e 601 module since (B)(6) 2017 with ecotergent (eco-d) loaded instead of elecsys probewash m. The customer was advised to run a representative batch of samples to see how patient results compared to previous results. Numerous patient samples were tested on the same e601 on (B)(6) 2017 for a multitude of tests. Of the data provided on (B)(6) 2017, only 2 patient results tested for elecsys hcg test system (hcgstat) were a reportable malfunction. Patient #1 had an initial hcgstat of 242.2 miu/ml on (B)(4) 2017. The repeat hcgstat result from (B)(6) 2017 was 172.2 miu/ml. Patient #2 had an initial hcgstat of 4975 miu/ml on (B)(6) 2017. The repeat hcgstat result from (B)(6) 2017 was 3684 miu/ml. The patient information was supplied for only one patient. Additional patient information was requested along with clarification as to which patient results the supplied patient information applies to, but has not been provided. The erroneous results were reported outside of the laboratory. There were no complaints from physicians regarding patient results. The customer deemed the repeat results to be correct. The hcgstat reagent lot was 18912301 with an expiration date of 28-feb-2018. The customer stated they did not see any effect on qc except that some results were slightly high but within range. The customer declined having the instrument evaluated by a field engineering specialist indicating that the instrument is working okay.

Manufacturer narrative:
The customer stated that they are having no further issues with auxiliary reagents.

Manufacturer narrative:
Update to patient #2 is a (B)(6) female with a date of birth of (B)(6) 1983.

Manufacturer narrative:
The customer using ecod instead of probe wash m is against the instructions in product labeling. There is no information available to assess the affect this would have on patient results.